Event description:
Freedom60 flow rate tubing broke causing the medication to empty out of the syringe with no subcutaneous delivery. No adverse event. Lot number and expiration date noted in #6. Mom has thrown the tubing away by the time she called. Dose or amount: 3 gm. Frequency: qw. Route: sc. Dates of use: from (B)(6) 2017 to (B)(6) 2017. Diagnosis or reason for use: selective lg deficiency.